Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, broken shell with sharp edge(a dimension measurement in the shell was performed which identify the thickness within specification), around 25-50% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening and missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side rupture and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device remains implanted.